Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was notified by technical support that a replacement pump would be sent, and training would be provided through their tandem source account. The customer planned to use multiple daily injections as a backup therapy and was advised on steps to take upon receiving the replacement, including returning the malfunctioning pump to tandem.